Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the product code of stapler used? What were the indications for surgery? What was the actual vessel being fired on? Can clarification be provided why was firing on hepatic vessel during splenectomy? Were any issues noted with device during initial procedure? How was the bleeding identified? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that the patient underwent a splenectomy by videolaparoscopy without complications, evolving with hypovolemic shock in the immediate postoperative period. Due to probable opening of hepatic hilum staple lines, performed with a short endoscopic stapler.